Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system detected high out of range right ventricular (rv) pacing impedances of greater than 2000 ohms. The daily measurements revealed the rv pacing impedances have been high out of range for several months. It was noted the rv pacing impedance was greater than 2000 ohms in both unipolar and bipolar configurations. The ventricular threshold measurement was 2.0 v in bipolar and 3.0 v in unipolar. It was noted the patient's underlying rhythm was sinus brady in the 50's, and the patient was only paced 5 percent in the rv. Since the patient has a good underlying rhythm, the decision was made to reprogram the pacing output to 4.0 v and extend the atrioventricular delay to possibly minimize ventricular pacing. The patient will continue to be monitored and no further actions will be taken at this time. This pacemaker remains in service and there were no adverse patient effects reported.